Manufacturer narrative:
Samples from the patient were submitted for further investigation and the customer's result could be reproduced. The preliminary investigation found no high-dose hook effect and the high ca 19-9 results were believed to be the true concentration.

Event description:
The customer received questionable carbohydrate antigen 19-9 results for one patient from analytical e module (e170) serial number (B)(4). The initial result for the first sample from the patient was 1.54 u/ml and was reported outside the laboratory. The physician requested a new sample be drawn after he had performed an imaging test. On (B)(6), the result from the new sample was 1000 u/ml with a data flag. With a 1:400 dilution, the result was 197.400 u/ml. This result was reported outside the laboratory. On (B)(6) 2014, the customer retested the first sample from the patient. With no dilution the result was 1.26 u/ml. With a 1:100 dilution, the result was 187.5 u/ml. With a 1:400 dilution, the result was 472.6 u/ml. With a 1:10 manual dilution and a 1:400 instrument dilution, the result was 5123 u/ml. With a 1:20 manual dilution and a 1:400 instrument dilution, the result was 10756 u/ml. The customer then performed serial dilutions from a manual 1:20 dilution. With a 1:20 manual dilution and a 1:400 instrument dilution, the result was 9836 u/ml. With a 1:40 manual dilution and a 1:400 instrument dilution, the result was 21680 u/ml. With a 1:80 manual dilution and a 1:400 instrument dilution, the result was 320512 u/ml. With a 1:160 manual dilution and a 1:400 instrument dilution, the result was 40472 u/ml. With a 1:320 manual dilution and a 1:400 instrument dilution, the result was 85376 u/ml. With a 1:640 manual dilution and a 1:400 instrument dilution, the result was 175926 u/ml. The patient was not adversely affected. The customer suspected the initial low result was due to a "hook effect."

Manufacturer narrative:
This event occurred in (B)(6).